Event description:
A customer contacted beckman coulter inc (bec) stating that the tubing for dispense probe in their unicel dxi 800 access immunoassay system broke and wash buffer leaked inside the incubator wheel and on covers. No injury or exposure was reported and no patient samples were affected.

Manufacturer narrative:
Bec cts (customer technical support) confirmed that wash buffer which spilled inside the instrument did not leak outside of the instrument. Cts advised customer to not run the instrument and confirmed that customer was using another instrument until service arrived. A field service engineer (fse) went on-site and noted that spill occurred on and in wash carousel due to broken dispense probe tubing. Fse cleaned the analytic module of large deposits of salt on the module and replaced dispense probe with customer stock. Fse then aligned the analytic module components, ran system check to verify performance and ran qc. Repair was verified per established procedures and results met published performance specifications. (B)(4).